Manufacturer narrative:
(B)(4). Date sent: 6/9/2023. D4: batch # 291c03. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned in the closed position with no apparent damage, the actual device could be opened by pressing the release button as expected and with one ecr60d reload loaded in the device. The reload was received fully fired with no apparent damage, only tissue with b-formed staples and two unformed staples were on the cartridge deck. In addition, the package and battery were returned along with the device. During the visual inspection of the jaws, many tissues remained inside the jaw, and when the tissues were removed, the residual unformed staple was found on the knife component. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. Slide the knife reverse switch forward to return the knife to home position. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. No anomalies were found on the knife return. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 291c03, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colectomy, the device was used for port closure on feea. The knife stopped on the way of 5th firing. Knife reverse switch was used, but the jaws did not open. Manual override lever was used, but the jaws did not open. The target tissue was severely thickened. The device was used on the colon. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.